Event description:
Corporate product surveillance became aware of five pt infections at hospital coincident with the use of baxter products. The pt received an infusion of fentanyl compounded by pharmedium services using the following baxter products: 250ml intravia bag. The 0.9% sodium chloride, and fentanyl (final concentration of 10cmg/ml). Currently the actual sample is not available for baxter. For this incident: the pt was a female admitted in 2007 with septic shock and group a streptococcus. The pt was ventilator dependent. The pt cultured positive for sphingomonas paucimobilis. The pt did not receive any contrast dye or blood products prior to treatment. The pt's reported causes of death are acute respiratory distress syndrome and multi organ failure.

Manufacturer narrative:
The facility has sent samples of fentanyl bags to a third party and the results are pending. Should the results become available, a follow up medwatch will be submitted.